Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that after approximately 12 hours of use during extracorporeal membrane oxygenation (ECMO) support the pao2 output from the oxygenator of the xlung kit was low and determined to be unacceptable. Additional information was obtained during follow-up. All connections were confirmed to be secured and no leaks were identified. No novalung console alarms were received. No defects were noted on the oxygenator or any of the ports. The blood within the circuit was not returned. The patient's estimated blood loss (ebl) was not provided. There was no adverse event, serious injury, or required medical intervention. The device was switched out with a competitor brand to resolve the reported issue (manufacturer unknown). The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: an evaluation of the product could not be performed, a definitive conclusion regarding the reported issue could not be reached and a cause could not be confirmed. Based on the data provided an evaluation of the gas exchange performance of the product cannot be made. Should additional relevant information become available, the record will be updated accordingly. The performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt) , blood flow and sweep gas flow, fio2. Additionally, high blood levels of fats or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange.

Event description:
It was reported to fresenius that after approximately 12 hours of use during extracorporeal membrane oxygenation (ECMO) support the pao2 output from the oxygenator of the xlung kit was low and determined to be unacceptable. Additional information was obtained during follow-up. All connections were confirmed to be secured and no leaks were identified. No novalung console alarms were received. No defects were noted on the oxygenator or any of the ports. The blood within the circuit was not returned. The patient's estimated blood loss (ebl) was not provided. There was no adverse event, serious injury, or required medical intervention. The device was switched out with a competitor brand to resolve the reported issue (manufacturer unknown). The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.